Event description:
The information from the field states this pt was presented to the interventional lab with claudication of the right arm. After an angiogram was performed, the physician found that the innominate artery contained a 95% stenosis. The physician proceeded to place a genesis stent in the artery with good results although a slight narrowing remained. A month after the index procedure was performed, the pt started developing symptoms of claudication of the right arm and in 03/2005 gradient pressures were checked and showed a 40mm pressure gradient difference between the arms. The pt was brought back about ten weeks later and a follow-up angiogram was performed. This procedure showed that the previously placed stent had fractured and separated.